Event description:
It was reported that during an angioplasty procedure the balloon was inflated at 7 nominal atm pressure, the drug coated balloon allegedly twisted in the central part of the balloon. It was further reported the device was allegedly had inflation issue. The procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2025). Device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One radiographic image was provided and reviewed. The image is centered around the right thigh. An angioplasty balloon is seen inflated presumably with the mid/distal superficial femoral artery and above-knee popliteal artery. The balloon is seen twisted in a very small section in the middle of the balloon. Therefore, the investigation is confirmed for the reported balloon twisted upon inflation as the inflated balloon was noted to be twisted in a very small section at its middle from the provided photo. A definitive root cause for the reported balloon twisted upon inflation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly twisted upon inflation at 7atm. It was further reported that the balloon allegedly had inflation issue. The procedure was completed with the same device. There was no reported patient injury.